Event description:
A malfunction alarm was reported, and the malfunction code was identified as "malf 0," but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed successfully, and the malfunction code did not recur afterward. The customer was informed to continue using the pump and to reach out if any issues reoccurred.